Event description:
The patient was receiving nasal CPAP via the ram cannula (preemie size, item# n4901 manufactured by neotech). On first assessment of the day, it was discovered the patient's nasal septum was perforated by the cannula. The cannula removed and switched to nasal CPAP via mask. The patient required an ointment applied to the injured site. The perforation has since healed.